Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation with unknown location. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis cannot confirm perforation. Further, analysis of the returned product was not able to provide relevant information for these types of allegations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation with unknown location. A new lead was implanted. No additional adverse patient effects were reported.